Manufacturer narrative:
The investigation of the returned expiratory channel printed circuit (pc) board has been completed. This board contains electronics, which include microprocessor for handling control of the safety valve functions in the inspiratory section. Investigation of the expiratory channel pc board reproduced the reported problem. The pre-use check failed the internal leakage test, pressure transducer test and safety valve test due to that the safety valve open and close continuously. The conclusion of the investigation is that the problem occurred, due to faulty capacitor that is part of the electronics for safety valve function. This explains the reported pre-use check failure and the pull magnet noise. The root cause of why the capacitor failed has not been determined. (B)(4).

Event description:
It was reported that the ventilator made a noise. The problem occurred intermittently immediately after start up when pre-use check was performed. There was no patient involvement. (B)(4).